Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloration and worn markings on the modular cable (lot unknown) was confirmed via analysis of the returned product. Visual inspection of the returned modular cable revealed the following. The controller connector bend relief had light yellow discoloration. The inline connector condition had slightly worn lock/unlock markings. The inline connector bend relief condition had brown discoloration. The outer jacket had a light gray discoloration along the length of the jacket. Log files were not submitted. A root cause for the reported event was unable to be conclusively determined through this investigation. Lot number was not provided. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: the green (communication a) wire measured slightly higher resistances ~1.5 ohms as compared to the typical <1 ohm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported during investigation of the returned pump that there was discoloration of the pump cable inline connector bend relief. It was also noted during investigation that the returned modular cable also revealed discoloration of the inline and system controller connector bend reliefs, discoloration of the outer jacket, and worn lock/unlock markings on the inline connector.